Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.